Event description:
It was reported that balloon rupture occurred. A 16-4/5.8/75cm xxl esophageal balloon catheter was advanced to dilate the lesion; however, upon inflation at 5 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.